Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hartmann procedure, when applying stapler on the rectum, there were no staples on the reload and operation area. The surgeon had to use suture to resolve the issue.